Manufacturer narrative:
Sw ver 6.5w. Retainer = black. Case type = ngp. The customer returned the pump due to receiving a low battery alert prior to the replace battery alert or replace battery now alarm 1/5/2023. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. A review of the history files reveals the pump did not alarm low battery prior to receiving a change battery fault (replace battery) alert on 1/2/2023 (15:00) and 1/5/2023 (21:00 and 23:00) indicating the internal battery¿s health was detected as unhealthy, and by design it generates a replace battery alert/replace battery now alarm without the low battery alert to minimize risk of power loss without any notification to the user. Additionally, the pump also alarmed pump error 25 on 1/2/2023 (18:00 and 21:00). The power management report confirmed power error 25 was triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due connector resistance on j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Low battery alarm anomaly (unexpected battery power loss) and pump error 25 alarms are confirmed due to internal battery anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported replace battery alarm on the insulin pump. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer will continue to use the device. The insulin pump will not be returned for product analysis.